Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2008, that a rigiflex ii achalasia balloon dilator device was used in the pt's cardia. According to the complainant, the physician was not able to pressurize the balloon to 20psi pressure, it was reported that the procedure was able to be completed with the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.